Event description:
Procedure type: anterior resection. Reportedly, a loud and high pitch sound was heard and the tip of the device broke soon after. The broken tip fell into the surgical cavity and was retrieved by the surgeon. Another ultra shears was used to complete the surgery. No medical intervention or "reintubation" was required, and there was no delay to surgical time. There was no pt injury reported.